Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a physician is questioning the difference between capillary drawn and venous drawn samples from an infant patient (#2). Capillary results were as follows: date: 10/27, time: 09:41, result (mg/dl): 16.4; date: 10/27, time: 11:44, result (mg/dl): 17.3; date: 10/27, time: 13:54, result (mg/dl): 9.3 (venous draw). No apparent issues could be identified for the difference between the capillary and venous draws. An investigation is pending. There is no impact to patient management reported.